Event description:
During a remote follow up, it was noted there was a shorted output stage detection (sosd) alert on the device. Technical support was contacted and recommended an in clinic follow up and reprogramming to resolve the event. The patient presented in clinic and capacitor maintenance was performed and indicated no anomalies. The patient was stable.